Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge, and was reusing insulin, and using cold insulin in the cartridge. The customer was educated on the proper load techniques. There was no adverse impact to the customer's blood glucose level. Customer changed the cartridge and resumed insulin.